Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance after fixation. The device was unfixed and while retrieving it, it was observed that its helix had sprung. The device was not used, and a new one was implanted. There were no patient consequences.